Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump. In addition, review of the pump battery by tandem technical support showed the battery dropped from 95% to 5% then jumped back up to 95%. Customer reported blood glucose level was 77-153 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.